Manufacturer narrative:
(B)(4). Insulin pump alarmed failed battery with multiple test batteries due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to failed battery test alarm.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.